Event description:
It was reported that the patient contacted her about a laparoscopic cholecystectomy. The patient is stating she is having an adverse reaction to the clips left behind. Patient is believed to be allergic to nickel and blood testing to be done.

Manufacturer narrative:
Date sent: 1/6/2009. Information not available, device not returned for analysis.